Manufacturer narrative:
Per the clinic, the patient experienced a skin breakdown and infection (abscess) at the implant site. It was also reported that the patient experienced performance decrement with the device.

Event description:
Per the clinic, the device was explanted on (B)(6) 2026, due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report. Re-implantation is planned but had not taken place at the time of this report.